Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0825 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that having been used for 4 months in this patient, this catheter leaked fluids during maintenance on (B)(6) 2020. No other information was provided.